Manufacturer narrative:
Complaint is confirmed. Performed investigation. Meter is unlocked to mmol/l. Readings with an 18 cal code were found in glucose log. Log errors 0300, 0015 and 0806 were found in error log. Calibration parameters were within specification. Memory overwrite was observed. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
Customer reported the uom had changed on his unlocked freestyle flash meter. There was no report of death, serious injury or mistreatment associated with this event.